Event description:
A surgeon reported that an intraocular lens (iol) was noted to have fallen into the vitreous cavity due to zonular dehiscence four years following iol implant surgery. The patient had presented to the surgeon's office reporting decreased vision one month prior to the exchange procedure. At that time, the surgeon noted the iol had dropped into the vitreous cavity. The surgeon exchanged the iol for a sulcus lens at the time of the exchange procedure. Following the exchange procedure, that lens also dropped to the back of the eye and had to be exchanged. The exchanged lens had previously been reported under manufacturer report # 1119421-2012-00094.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Not enough information was provided from the account to properly complete an investigation. Additional information was requested and received. (B)(4).